Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer was unable to access the bolus menu. The customer's blood glucose level was impacted. Customer reported an alternate method of insulin therapy would be obtained and declined further follow up from tandem technical support.